Manufacturer narrative:
The unit has been evaluated by a leica service support product specialist, application specialist and r&d product specialist. The analysis of the device indicated that the cause for the suboptimal processed tissues was due a software bug in the autorotation modus causing overflow of ethanol resulting in cross contamination of different systems bottles. A recall has been initiated and a software change will be conducted on the instruments.

Event description:
Customer reported that after processing the tissues were suboptimal processed. As a result, the tissues were reprocessed on another tissue processor and they were able to be evaluated.